Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose level was 68 mg/dl, 160 mg/dl and 502 mg/dl. The customer was treated with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer¿s report customer was not alleging possible insulin pump under delivery. The customer reported that the drive support cap was normal. The customer also reported that the blood was seen in the tubing. The customer reported that the insulin exited at the quick release. The device will not be returned for analysis.